Event description:
It was reported that three days post implant the patient suffered a ruptured aneursym and the graft was explanted and replaced with a standard surgical graft. The patient had been treated on an emergent basis for a 10cm aneurysm. The initial implant was without incident and the final angiogram demonstrated a successful implant.